Manufacturer narrative:
Complaint (B)(4): received 9pcs and 2 used pcs (actual samples) 450040/18i18b for evaluation. Received 21 pcs 450043/18c18b for evaluation. Also, received 2 used pcs of 450230/unknown for evaluation, which was not part of the complaint. Customer picture was received. We forwarded the complaint, samples, and customer picture to our supplier for their investigation and comments. Manufacturing and inspection records of the concerned materials/batches were reviewed and no abnormalities which could be related to the reported event were observed. The used (actual) returned sample was visually examined. It was observed on the 2 used pieces for material/batch 450040/18i18b, both needle hub threads were broken, blood was present on one of the samples, and broken needle hubs were found in the threads of greiner holders. Each needle hub thread was observed under magnification, revealing the broken needle hubs had a whitening of resin; which is when the appearance of the plastic products were bent forcedly and the wave front patterns are considered a trace of stress destruction. Retain and customer samples were visually checked. No abnormalities such as damage, deformation, or molding defect could be found. Screw torque was measured on the customer samples. The maximum torque for materials 450040 was 5.2cn·m and material 450043 was 5.1cn·m. All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum for materials 450040 was 22.0cn·m and material 450043 was 21.3cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same samples. Therefore, the complaint cannot be duplicated.

Event description:
Customer states the needles are breaking and the backend needle becomes exposed.